Manufacturer narrative:
(B)(4). The device remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information from this patient that her remote monitoring system displayed a red blinking light and a yellow alert. The patient was advised to call her primary clinic about a potential problem with this device. A boston scientific patient services consultant instructed the patient how to correctly connect the remote monitoring system and a successful transmission was performed. Efforts to obtain additional product issue details were unsuccessful. No adverse patient effects were reported.